Event description:
New information that the physician elected to explant and replace the implantable cardioverter defibrillator (ICD). There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of high voltage lead impedance anomaly was confirmed in the device image. An atrial pacing lead impedance issue was also confirmed in the device image. The cause was most likely due to a lead to device connection issue and not a device anomaly. Electrical, longevity, and visual analysis was normal with no anomalies found.